Manufacturer narrative:
A ge oec service representative investigated the issue and re-calibrated the collimator to regulatory requirement and specification. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had mag2 collimation specification issues. Physicist has discrepancy with mag2 collimation conformance.